Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display as well as customer experienced hyperglycemia. Customer's blood glucose value was 510 mg/dl at the time of the incident and the current blood glucose level was 119 mg/dl. The customer was assisted with troubleshooting. Customer states the display was returned after inserting a new battery. The customer also stated that they delivered bolus for dinner and shortly after insulin pump screen went blank. Customer took out battery for a few minutes, then put battery back in. The customer stated that the battery worked for a while then went blank again. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer states that the display was frozen. Customer states a basal was not programmed before the alarm occurred. Customer states the alarm occurred shortly after inserting a new battery. The current battery from the pump and insert a new batter. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board.